Event description:
The customer reported that when using an argon plasma coagulation unit ¿apu-300¿, it stopped working during a colonoscopy. The user tried to troubleshoot the issue by rebooting the scope but was unsuccessful. The procedure was cancelled. There was no patient harm associated with the event. This event will be reassessed should additional information be provided.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the investigation, the subject device was not returned for evaluation; therefore, a root cause could not be determined. Olympus will continue to monitor field performance for this device.